Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the follow up report. Patient information was not provided; therefore, part a could not be completed. The sections left blank or unknown on this form could not be completed due to missing information. Additional event information has been requested. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g). The medical device model/catalog number referenced in part d is not marketed in the united states and therefore does not have an associated u.s. Premarket submission number or gudid entry. A similar device (safari2¿) is marketed in the u.s. And has comparable design and functionality. This report is being filed to ensure compliance with 21 cfr part 803.

Event description:
Event description: after the tavi procedure, the physicians noticed that the safari guide was ruined/frayed after use. The damage was reported to have occurred during the procedure, but was observed upon withdrawal of the wire from the patient. The procedure was completed using the original device, and no patient complications reported. The patient fully recovered. No issues were observed upon opening the package or prior to device use.